Manufacturer narrative:
Correction to h6 of the first supplemental report. The additional reportable "medical device problem code" was inadvertently left out of the first supplemental report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined for the event of positive culture. For the event of the distal end hold ring was scratched it is likely that the event occurred by irregular stress applied to distal end such as hitting during device handling by the user. However, the root cause of the stress could not be identified. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The user may be able to detect the distal end hold ring scratch by handling device in accordance with the following IFU. IFU: tjf-q190v operation manual chapter 3 preparation and inspection the user may be able to reduce/prevent occurrence of the distal end hold ring scratch by handling device in accordance with the following IFU. IFU: tjf-q190v operation manual "important information ¿ please read before use_ precautions: do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer indicated that the storage environment prior to sampling was that the scope was removed from the wash 15 minutes before sampling. The customer stated that the sample was kept in the fridge and transported in a refrigerated environment. The customer confirmed that the scope was reprocessed one time prior to sampling. The customer confirmed that the scope was sampled immediately after reprocessing. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive for unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for 32 colony forming units (cfus) of unspecified microbial species. The issue was found at reprocessing during a routine culture of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, corrections to b5, d8, d9, h3 and the device evaluation. The device evaluation and the information in b5, d8, d9, and h3 was inadvertently omitted from the initial medwatch report. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels and the canal distal end of the scope were cultured. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. In addition to the reportable device malfunctions found in b5, a few defects were noted where the bending section adhesive separated and there was a pin hole in the key top 1. However, these defects alone are not considered severe enough to cause a potential adverse event. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The subject device was returned to olympus for evaluation. During the evaluation, it was found that the distal end hold ring was scratched. This report is being submitted for the scratched distal end hold ring, as well as the microbial contamination.